Manufacturer narrative:
(B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent atrial fibrillation ablation with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, a pericardial effusion was diagnosed via intracardiac electrocardiogram. A pericardiocentesis was performed by the physician. The patient remained unstable and the cardiovascular surgery team was called in for surgery. Sternotomy and repair in the left atrium was performed and extended hospitalization was required due to sternotomy. The patient fully recovered with no residual effects. In the opinion of the physician this event was procedure related. The event was discovered during use of biosense webster, inc. Product and after ablation was performed. Transseptal puncture was performed with a baylis needle. The physician stated that they thought they heard a steam pop. To the caller¿s knowledge no error messages were presented by the system. Graph, dashboard and visitag features were used for force visualization. Visitag parameters were 1mm, 5 sec, fot 25%, force 3g, 2mm tags with respiration gating.